Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic, right ventricular (rv) lead dislodgement was observed. Failure to extend the lead helix was also noted. The lead was explanted and replaced. The patient was stable.